Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair surgery on (B)(6) 2016 and mesh was implanted. Ethibond sutures were used to secure the mesh. It was reported that the patient experienced a loss of blood flow to the left testicle and had it surgically removed (left orchiectomy) on (B)(6) 2016 by dr. (B)(6). No additional information was provided.

Manufacturer narrative:
Pc-(B)(4). Date sent to the FDA: (B)(4) 2018. Patient codes: (B)(4) ¿ surgical intervention. Additional information was obtained: patient name: (B)(4). Medical hx: inguinal hernia details: it was reported that following insertion the patient experienced lower abdominal pain, left scrotal hematoma and recurrent hernia. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 9/25/2019. In addition, a review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process.